Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6), 2014, plaintiff presented to (B)(6) hospital in (B)(6), florida, to undergo left subclavian placement of defendants' smartport product, with model number ct96stsd. This smartport product is comprised of a port body and a silicone catheter. The (B)(6), 2014, implant procedure was performed by dr. (B)(6), m.d. On ot about (B)(6), 2014, plaintiff presented to clermont oncology in (B)(6), florida with complaints of having issues accessing her port. Plaintiff underwent a portogram and it was determined that her port fractured, requiring removal of the smartport. On or about (B)(6), 2014, plaintiff presented to (B)(6) regional to undergo removal of the smartport and retrieval of the catheter fragment. The fragment retrieval was unsuccessful, and the retained fragment remained in plaintiff's superior vena cava. The procedure was performed by dr. (B)(6), m.d. On or about (B)(6), 2014, plaintiff presented to (B)(6) hospital to undergo removal of the retained catheter fragment. The retrieval of the fragment was successful. The removal procedure was performed by dr. (B)(6), m.d.